Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the wire was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had three bands still attached to it. The trip wire was taken out of the handle and by inspecting it, it was seen that it was not broken, and the handle did not have evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems, and the click was audible. No other problems with the device were noted. The reported event of trip wire broken was not confirmed. Upon analysis, it was found that the trip wire was not broken; however, there was evidence that from the handle that it was not secured into the handle slot. The ligator housing had three bands still attached to it. The bands deployment problem most likely would happen due to the trip wire not being secured into the handle slot. However, this does not match what the complaint states since the trip wire had no damages. The reason why the trip wire could have occurred during the procedure remains unknown. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the wire was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 23, 2024: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h2 (additional information): block b5 and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 23, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the wire was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 23, 2024: it was noted that there was no difficulty experienced upon setting up the device.